Event description:
It was reported to philips that the flexvision monitor in the examination room would intermittently flicker with a red screen preventing the information on the monitor from being seen. The device was inside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation into this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed red flickering on the monitor. The fse examined the system and determined that there was intermittent fault with the flexvision monitor. As a part of repair activity, the fse replaced flexvision monitor. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.